Event description:
It was reported to tyco health care/kendall on 03/13/08 that a customer had a problem with a dialysis catheter. The customer stated that a palindrome had a chipped adapter. Patient has had an exchange.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.